Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced delay in the biometric identifier appearance, when entering the user ID and additionally stated that the user required medication on emergency. The customer tried to reboot and shut down the device, but issue persisted. The customer stated that this malfunction caused a delay in dispensing. There were no adverse events or injuries reported based on this event.